Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation; however, the most likely cause for the reported failure can be attributed to misuse due to damage to the device. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported, that during a forefoot tendon repair procedure, as the surgeon was malleting the ar-8979p, swivelock for insertion, the anchor broke into two pieces. All broken pieces and the eyelet were removed. The surgeon used ar-8990st to drill an alternate tunnel for insertion of ar-8990st. Lot: 11843584. The case was completed with no additional issues, adding 15 extra minutes.